Event description:
It was reported that the pump battery was unresponsive. Customer¿s blood glucose level was 205. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.